Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Evaluation of the returned products found that the protruding broken rod has not been returned for analysis as well as the unlocking rod setscrews used at each end of the construct in the non-fusion area. The unlocking rod setscrew didn't lock the rod on the mas to allow the sliding of the mas along the rod in order to adapt the length of the construct to the growth of this young patient. The fracture is orthogonal to the rod direction and occurred at the junction with the most caudal fas in the fused segment at the apex. The fracture appearance is typical of fatigue damaging of the material with visible lines of rest across the section. The fracture starts from the anterior side of the rod (in extension). Both rods present 5 marks posteriorly in the middle of the rod (corresponding to the apex) coming from the tightening of the setscrews and 5 contacts anteriorly coming from the fas rod canal. Both ends of the unbroken rod and the end of the returned broken rod present wear along the rod consistent with the contacts of the rod on the mas and the unlocking rod setscrews during the growth of the patient. All setscrews present worn surfaces at the flat bottom which are consistent with the proper tightening of the rods. No pre-existing defects have been identified on the implants that could be responsible of the rod breakage. The rod shows typical metal fatigue damaging due to overload applied on the spinal construct. The jump from the chair of the patient has accelerated the propagation of the existing fracture up to the breakage but is not responsible for the initiation of the fracture.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pediatric patient underwent a posterior spinal fusion t2-l2 using posterior fixation. The patient presented to the hospital 767 days post-op after jumping from a chair, as the patient's parents could see that something was wrong. X-rays showed that the rod on right side is broken. A revision surgery was planned to remove the broken hardware.

Event description:
The revision surgery took place as scheduled and every thing went smoothly and without any problems. There were no other complication noted.